Manufacturer narrative:
Concomitant medical products: item: unknown allofit cup hip, catalog #: unknown, lot #: unknown; item: unknown durasul liner hip, catalog #: unknown, lot #: unknown; item: unknown head hip, catalog #: unknown, lot #: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. X-rays were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting additional information was sent on (B)(6) 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent a hip surgery on an unknown date. Subsequently, a revision was performed due to periprosthetic fracture of the femur. During this surgery the alloclassic sl stem 6 12/14 has been revised.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: periprosthetic (pp) bone fracture post implantation event description: it is reported, that a patient with a well seated thp, implanted some years ago (date of implant unknown) experienced a traumatic injury with fall resulting in a periprosthetic femur fracture. During the subsequence surgery it was discovered, that the stem is still well fixed. However, all devices were replaced and the fracture was treated with cables, ncb-pp plate and a narrow greater trochanter plate. Review of received data: two undated x- rays were received and assessed by an healthcare professional: on the two at hand ap x-rays of the left hip, a femoral spiral fracture (vancouver type b1) with a cementless hip stem can be seen. The x-rays did not show indications of a decrease in bone density (osteoporosis). This covers the statement by surgeon about reasonable bone density. On to the x-rays the reported stable seat of the proximal shaft can be confirmed. In summary, according to the available x-rays and data, there is not indication of a patient- or implant-related cause of the radiologically documented pp femoral spiral fracture. Device analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the devices were requested but not returned by the hospital. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using rmw: - aseptic loosening of stem, bone fracture due to insufficient primary stability due to design. -> not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - implant breakage, bone fracture due to wrong planning template used / misinterpretation of the x-ray templates regarding centre of rotation/leg length/offset. => possible, since no surgical report of implantation was received, this cause cannot be excluded. Conclusion: it was reported, that a 83 year old female patient suffered an injury with traumatic fall, resulted in pp femur fracture of a well seated stem, implanted some years ago. Subsequently, a revision surgery was performed to treat the fracture with cables and plates and all devices were exchanged. Since no surgical report of implantation was received the correct pre-planning of the surgery (template used, interpretation of the x-ray templates regarding centre of rotation/leg length/offset) cannot be assessed which also could be a potential cause for femur fracture. X- ray investigation did not point to possible device malfunction or bone weakness. In conclusion, the most probable root cause for the reported pp femoral fracture is patient¿s injury with traumatic fall. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).